Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of reset was not confirmed in the reported field event of reset was not confirmed in the laboratory. The device was tested on the bench and our automated testing equipment. The device showed normal characteristics during testing and no anomalies were found. The cause of the field reset remains undetermined.

Event description:
It was reported that the patient was under going a revision due to infection. Before the procedure device was found in bvvi mode. It was explanted.